Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4; b5; d9; g3; h2; h3; h4; h6 visual examination of the returned product identified constraining ring shows deformation damage to the raised area from the modular neck articulating against the surface. Nicks and scratches are noted around the circumference. Constrained liner was not returned with the constraining ring for evaluation. The provided picture shows the neck within the hip, with black stained tissue surrounding it. However, the neck impingement and subsequent tissue damage is secondary to the dislocation. The complaint cannot be confirmed. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at that time.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02859. D10: cat #: 00784804400 / modular neck d 12/14 neck taper use with +0 heads only / lot #: 63789786. Cat #: 00877503202 / bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 / lot #: 2919486. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported a patient underwent a hip revision approximately five years post implantation due to pain and a dislocation. During the revision, it was noted that the liner and ring were intact and that there was significant metal debris (black tissue) found in the wound site. Upon examination of the anterior neck, it was discovered that this item was grinding on the acetabular cup. Attempts have been made and no further information is available.